Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72404127, serial number: null and null, batch/lot number: 1000206659 and 1000180988, model/catalog description: balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced inguinal pain, fluid surrounding the cuff, possible infection, and the control pump rising with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that an infection was confirmed and the migration was due to a hematoma, and the patient's pain was from the infection and pump migration. No new device was implanted at explanted.

Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72404127, batch/lot number: 1000206659 and 1000180988, model/catalog description: balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced inguinal pain, fluid surrounding the cuff, possible infection, and the control pump rising with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.